Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak after completing pd treatment. The fluid was discovered in the pump module area and on the external part of the cassette. The patient's spouse found a crack on the cassette. Fluid leaked from the cassette. Patient was advised by technical services to let the pd nurse know about the event. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient discovered a fluid leak after completing pd treatment. The fluid was discovered in the pump module area and on the external part of the cassette. The patient's spouse found a crack on the cassette. Fluid leaked from the cassette. Patient was advised by technical services to let the pd nurse know about the event. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler. The cycler set is available to return.